Event description:
Revision surgery - the surgeon converted a hemispherical to a total hip, due to pain and metal wear. The surgeon kept the original stem and added a djo 36mm head, +3.5 offset sleeve, and biomet acetabular system.

Manufacturer narrative:
The reason for this revision surgery was to remedy pain after 10.5 years of patient use. There is no information with this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the third complaint for this part number: one due to dislocation/trauma, and one due to an assembly issue. This is the first complaint for this lot number. The root cause for the pain was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.